Event description:
The event involved a plum 360¿ infuser pump where it was reported that the device over delivered 11ml infusing 100cc bag of morphine and bag was empty. There was patient involvement, unknown patient harm and unknown delay in therapy.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.